Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the out-of-range impedance values observed during the implant procedure but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this pacemaker system had a lead safety switch (lss) due to right ventricular (rv) lead pacing impedance measuring greater than 3000 ohms. When the device was reset to bipolar configuration in clinic, there was pacing inhibition. During revision procedure, the physician performed a tug test on the lead and the lead came out of the header. The pacemaker was explanted, and the lead was capped during this procedure. A new pacemaker and a temporary rv lead were successfully placed because this patient was dependent on pacing. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had a lead safety switch (lss) due to right ventricular (rv) lead pacing impedance measuring greater than 3000 ohms. When the device was reset to bipolar configuration in clinic, there was pacing inhibition. During revision procedure, the physician performed a tug test on the lead and the lead came out of the header. The pacemaker was explanted, and the lead was capped during this procedure. A new pacemaker and a temporary rv lead were successfully placed because this patient was dependent on pacing. No additional adverse patient effects were reported.